Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The consumer reported the recharger was not charging. It was noted the wires were frayed. It was reported the patient was not able to charge the morning of the call. It was noted the patient was in pain due to not being able to recharge. It was further noted the patient's pain was made worse by the weather. It was reported the connector pin was broken. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Evaluation conclusion code was updated.